Manufacturer narrative:
The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant, capture test could not be performed. The programmer would report that the test could not be completed because noise was detected. The physician decided to replace the device. The patient was stable during the procedure.